Manufacturer narrative:
A lot number was not supplied. A review od the DHR (device history record) could not be conducted. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that after the trocar was placed in the pt's eye, the infusion cannula did not connect to the trocar. Another set of components was used to complete the case. There was no harm to the pt.